Event description:
It was reported the stimulator system was removed due to infection. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The stimulator system has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly. There was some foreign material under the cover. Good stable output was observed on the ins to cut extension on multiple electrode pairs. Final device analysis of the ins plug model #3550-29 revealed no anomaly. Final device analysis of the titan anchor model #3550-39, lot #n271626 revealed no significant anomalies. The anchor was separated, possible explant damage. Final device analysis of extension model #3708140, serial # (B)(4) revealed no significant anomalies. The extension body was cut through and the product was segmented. The proximal segment was connected to the ins as received. The conductor was cut and the outer insulation twisted. The distal end was not returned.